Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 400 (mg/dl). No additional patient or event information was available.

Manufacturer narrative:
On 06 march 2023, the distributor reported the additional information: the pump history was checked, and it was confirmed that the pump shutdown while charging. Medical device report (MDR) code 1383 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.